Event description:
During the revision surgery, surgeon went to remove the set screw and/only then the screw head separated from the shank. The subject implant was initially placed on (B)(6) 2019 and did not experience any issues until the revision surgery. No surgical technique was provided. No pre or post -op x-ray images were provided. No patient anatomy details were provided. No harm or injury to the patient was observed. Implant was discarded against standard protocol and could not be evaluated. For this reason, the cause of the failure could not be determined.